Event description:
Hemihepatectomies, liver resection. According to the reporter: premium surgiclip was used to close medium sized vessels in the liver parenchyma. After 25 firings of clips, the jaws locked on vessel. The jaws were removed from the vessel with force. There was no report of bleeding or additional patient impact.

Manufacturer narrative:
Date of report: december 11, 2007.